Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The evaluation was able to confirm and reproduce the sys error 105. It was determined that the alarm was caused by a failed motor. As a result, the motor has been replaced.

Event description:
It was reported that a pump alarmed for a sys error 105. Any pt involvement, injury or medical intervention is unk.